Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer reported that the pump was not delivering insulin properly. Customer's blood glucose was approximately 300mg/dl. Although requested, the customer declined troubleshooting.